Manufacturer narrative:
Resmed has requested the device be returned so an engineering investigation could be performed. Since the device has not yet been returned, resmed is unable to confirm the complaint or determine the cause of the malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed technical service center for an evaluation. The device logs were sent to the resmed investigation team for an engineering investigation. The reported battery inoperable alarm was confirmed through review of the device logs and the alarm was not reproducable at the service center. Resmed has investigated a similar complaint and, based on that engineering investigation, it was determined that the reported fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).